Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during demo training, the surgeon console could not calibrate as it failed during the armrest ergonomic check. The start-up-specialist (sus) attempted to calibrate the console without the task simulator resting on the armrest, but the calibration did not pass. After retrying, the surgeon console successfully passed the calibration but then triggered a non-recoverable error. The sus then used the surgeon console with the simulator which resolved the issue. There was no patient involvement.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Evaluation of the logs indicated that the surgeon console failed calibration repeatedly due to initialization failure with the ergon omics. Continued to restart the surgeon console and reattempt calibration until calibration passed. The surgeon console also experienced a non-recoverable error due to a communication loss. This error occurred again on restart but was recovered from upon restart. An error code for 'surgeon console calibration failure' and an error code for 'surgeon master controller communications check' were observed. Review of the field service notes indicated that per a log analysis, a calibration issue was caused by a failure code for 'stall or slippage detected on arm rest left motor'. As a consequence, the arm rest left motor was replaced. The non-recoverable error was caused by a communication issue. The real time (rt) and non-real time (nrt) was performed on the system. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause of the calibration failure can be traced to an initialization failure and the most likely cause of the non-recoverable error can be due to a communication loss or due to a faulty armrest lifter lift. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during demo training, the surgeon console could not calibrate as it failed during the armrest ergonomic check. The start-up-specialist (sus) attempted to calibrate the console without the task simulator resting on the armrest, but the calibration did not pass. After retrying, the surgeon console successfully passed the calibration but then triggered a non-recoverable error. The sus then used the surgeon console with the simulator which resolved the issue. There was no patient involvement.